Event description:
It was reported that when an attempt was made to remove the catheter from the pt, it separated at a point 9cm from the distal end. Attempts to remove the portion still in the pt were unsuccessful. A decision to use intervention to remove the piece of catheter has not been made. The condition of the pt is stable.